Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system provided insufficient vacuum during a cataract surgery. Suddenly, the vacuum raised to the maximum level and the cataract was absorbed with a great force. No patient harm was reported. No additional information is expected.